Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.

Event description:
It was reported that it took an "extra 40 minutes of drug infusion time" (docetaxel 145mg in 250ml bag) "due to pulling from the primary line." It was reported that the clinician used "4 hangers" in an attempt to lower the primary bag, but was "unsuccessful and pumps changed etc." It was reported that the drug infusion time took 1 hour and 40 minutes instead of 1 hour. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.device was not returned to manufacturing facility.

Event description:
It was reported that it took an "extra 40 minutes of drug infusion time" (docetaxel 145mg in 250ml bag) "due to pulling from the primary line." It was reported that the clinician used "4 hangers" in an attempt to lower the primary bag, but was "unsuccessful and pumps changed etc." It was reported that the drug infusion time took 1 hour and 40 minutes instead of 1 hour. There was patient involvement but no harm.